Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection. The patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted. It was noted the patient is pacer dependant and a single chamber implantable pulse generator (ipg) and rv lead is being utilized externally while the patient is treated with antibiotics. No further patient complications have been reported as a result of this event.